Event description:
It was reported in a literature publication that 52 patients undergoing a single-level unilateral mis tlif were evenly randomized into two cohorts as follows: the actifuse cohort received actifuse combined with 5 cc of bone marrow aspirate (n = 26; 50%) while the rhbmp cohort received 4.2 mg of rhbmp-2 (n = 26; 50%). CT analysis was performed at 6 months and 1 year post-operatively. Pre- and postoperative visual analogue scores (vas) were obtained to assess the clinical outcomes. Arthrodesis was determined by two separate, blinded orthopedic surgeons and a board certified radiologist. At 1 year follow up, 65% (17/26) of the actifuse cohort and 92% (24/26) of the rhbmp-2 cohort demonstrated a radiographic arthrodesis. In both study cohorts, the 1 year postoperative vas scores significantly improved. Silicate substituted calcium phosphate was associated with a significantly lower rate of arthrodesis compared to rhbmp-2 in a mis tl if. The pseudarthrosis patients in both cohorts were all clinically symptomatic with an unimproved vas scores. Additional analysis of actifuse and other graft enhancers/extenders are needed prior to utilization for an mis tlif. 2 patients in the bmp-2 cohort required re-operation.

Manufacturer narrative:
Literature citation: nandyala et al. A prospective, randomized, controlled trial of silicate substituted calcium phosphate versus rh bmp-2 in a minimally invasive transforaminal lumbar interbody fusion. Spine. 2013 nov 18. [Epub ahead of print]. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.